Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient is experiencing pain at the ipg site. As a result, surgical intervention may occur to address the issue.